Event description:
It was reported that the patient had the stimulator removed because the battery pack was too close to the patient¿s skin, causing more pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# d25459, implanted: (B)(6) 2012, product type: accessory. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-29, lot# n224901, implanted: (B)(6) 2012, product type: accessory. Product ID: 355531, lot# n336485, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2012, product type: lead. (B)(4).